Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remains implanted.

Event description:
It was reported from the clinical database that a patient presented with weakness and dark stools. She was admitted with anemia and gastrointestinal (gi) bleeding. Her coumadin and aspirin were held. An endoscopic gastroduodenoscopy (egd) was non-revealing; while a colonoscopy revealed erythematous antral mucosa and a colonic polyp. The polyp was removed. The patient was further treated with the transfusion of two units of packed cells. The patient's proton-pump inhibitor was adjusted due to low platelets. The patient was later discharged with no anticoagulant or antiplatelet medications. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the study device. No further information has been provided.